Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026 due to the infusion set being snagged. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.